Event description:
The customer reported patient with a PICC line required 6 doses of cathflo due to clotting or fibrin within or at the tip of the catheter. Although additional details have been requested, customer stated that no additional patient or event details are available and it is unknown what carefusion product problem is alleged. Customer stated that no additional patient or event details are available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. . Customer stated that no product will be returned, reason unknown.